Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the +5v wire was shorted to ground on the pca board inside the distribution node (dn). The cause of the inability to communicate is the shorted wire. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the broken wires.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.